Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
In situ measurements showed affected channels. There is no report of accident or trauma or change in health. No speech assessment was performed prior to explantation. The caregivers did not notice any changes in the user_s hearing ability. Explantation took place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements shows affected channels. There is no report of accident or trauma. Explantation is planned for (B)(6) 2017.